Event description:
The report was received from the affiliate through a literature search. The complaint is from a magazine article 'japanese journal of interventional cardiology 2006, 21: p539-p542'. Approximately thirteen months after the index procedure the patient complained of sudden severe chest pain. There was no reported obvious ECG abnormality. Coronary angiography was done and contrast pooling was noted to be like beads around the previously implanted cypher stents. The first (1st) diagonal was noted to be absent and slow flow was noted in the around the second (2nd) diagonal. Ivus was done and positive remodeling was observed all around the cypher stents. The maximum vessel diameter was six (6) mm. The plaque was reported to be reduced and the stent was reported to be almost isolated from the vessel. The vessel area was reported to have remarkably expanded from 10.2 square (sq.) Mm after the index procedure to 28.4 square mm. The lumen area was also noted to have expanded from 5.8 sq. Mm (index procedure) to 16 sq. Mm. The stent area of 5.4 sq. Mm was unchanged. Because of the stent malapposition, it was thought that thrombus might be present. Aspiration was done, but no thrombus was aspirated. Percutaneous coronary intervention (pci) of the diagonal branch was judged to be impossible. After the procedure, heparin and nicorandil were injected intravenously (IV). Antiplatelet therapy (ticlid) was re-started. The patient was discharged four (4) days later without worsening symptoms.

Manufacturer narrative:
The physician's comment regarding the adverse event (ae) was that the late stent malapposition (lsm) was not obvious at the eight (8) month follow-up but was remarkable at thirteen (13) months after the implant. Considering that over 90% of the drug attached to the polymer was eluted after three (3) months, it is more natural to think that polymer remaining on the stent was involved in the lsm rather than the drug in this case. According to a recent report, the predicting factors of lsm were: total length of the implanted stents, acute myocardial infarction (ami), and chronic total occlusion (cto). Especially in the elective case, the total length was the factor. In this case the stent length was about 35 mm and the result was met. The patient involved had a previous percutaneous coronary intervention due after an acute myocardial infarction (ami). Coronary angiography was done and the mid right coronary artery (rca) was noted to be totally occluded by thrombus. A diffuse 75% stenosis was also reported in the mid left anterior descending (lad) coronary artery. The patient had two (2) penta bare metal stents (bms): a 3.5 x 15 mm and a 3.5 x 13mm implanted in the mid rca target lesion. Index procedure: the procedure was an elective case approximately six (6) weeks after the above procedure. The patient had two (2) cypher 2.5 x 18 mm stents implanted in overlapping fashion in the mid left anterior descending (lad) target lesion. The lesion was reported to be: 34 mm in length and the vessel diameter was 2.7-2.8 mm. During the procedure a dissection of the proximal lad was reported and attributed to the 6fr. Mach1 fl3.5 guiding catheter. The dissection was observed for thirty (30) minutes and did not extend/proceed and the flow was reported to be good. The procedure was then completed. Approximately eight (8) months after the index procedure, coronary angiography was done during the follow-up period. No evidence of restenosis of the mid rca or mid lad target lesions was noted. The proximal lad dissection was reported to be recovered/healed. The patient's antiplatelet therapy (ticlid) was stopped. Approximately sixteen (16) months after the index procedure, coronary angiography was done during the follow-up period. The previously reported pooling of contrast was still observed/noted but was reported to be reduced. Ivus was done and the vessel diameter was noted to not be remarkably changed but the area of plaque around the cypher stents was reported to be increased. The stent was reported to be partially attached to the vessel wall though it was not known if it was due to thrombus or increased intima. The vessel area of 33.8 sq. Mm was unchanged, but the lumen area was decreased to 11.5 sq. Mm. The blood flow to the diagonal branch was reported to have recovered. Please note that device (lot # i0304058) is distributed outside the united states, however, it is similar to the united states product. This report is for two (2) products with the same catalog and lot numbers. The products are not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.